Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient was diagnosed with and hospitalized for peritonitis. Treatment was not reported and at the time of this report, the patient was recovering. On an unreported date in 2011, the patient's pd catheter was pulled and dianeal and extraneal therapies were withdrawn for unreported reasons. The nurse stated the event was not related to dianeal or extraneal therapies.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11e17042 and h11e17091 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.